Event description:
It was reported that the patient presented in clinic for initial implantable cardioverter defibrillator (ICD) implant procedure. Prior to procedure, the connection between the ICD and programmer was interrupted during capacitor maintenance and failed to be reestablished. The ICD was not implanted, and a replacement was implanted successfully on (B)(6) 2026. The patient was stable throughout.